Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Battery out limit alarm was not confirmed due to button and or keypad anomaly. The device had cracked case at display window corner, reservoir tube lip, broken belt clip slot, and minor scratched display window.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. The customer also received a battery out alarm after the battery was out of the insulin pump for at least ten minutes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.